Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Event description:
The event occurred in south korea. It was reported that on (B)(6) 2020, mitraclip was implanted and on (B)(6) 2022, the patient died. According to the attending physician, the death was not related to the mitraclip or mitraclip procedure. The serial number mentioned in the complaint belongs to a rotaflow. No additional information was received. Further information about the event was requested but is still pending.

Manufacturer narrative:
This is a follow up report to complaint (B)(4) which was reported under MFR# 8010762-2022-00353 on 2022-09-01. Getinge has been received new information on 2022-09-13 by the ssu (sales and service unit) in regards the involved product therefore, the reporting decision changed from reportable to non reportable. This complaint was mis-delivered from mfds (ministry of food and drug safety) south korea, stated with a third-party company¿s product, which is mitraclip manufactured by abbott. In the reported adverse event, there was no getinge product involved. The complaint information has been submitted to the legal manufacturer abbott. As getinge is not the legal manufacturer of the reported product this is not considered as a customer product complaint according to the definition of the costumer product complaint handling process therefore this complaint will be cancelled.

Event description:
Complaint ID: (B)(4).